Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber began forward firing. The procedure was completed using a second fiber without patient complications. It was noted that there were no stones present in the prostate, there were no courtesy message prompted on the console, the fiber tip was intact, there was no excessive tissue accumulated on the tip requiring cleaning and pressurized saline was utilized.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber began forward firing. The procedure was completed using a second fiber without patient complications. It was noted that there were no stones present in the prostate, there were no courtesy message prompted on the console, the fiber tip was intact, there was no excessive tissue accumulated on the tip requiring cleaning and pressurized saline was utilized.